Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the right radial artery. The 3.0x12mm, eccentric, de novo, 95% stenosed target lesion was located in the left anterior descending (lad) artery. The lesion was predilated with a semicompliant 2.5x8mm balloon catheter. A 3.00x16mm promus element plus drug eluting stent was selected to treat the target lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed the stent was not returned.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A yellow sheath and pigtail mandrel were returned on the balloon. There was no stent returned. Stent crimping was evident on the balloon. The balloon material was folded and did not exhibit any signs of inflation. From approximately 10mm to 35m inclusive from the tip, the balloon also exhibited twisting which gives the impression that the balloon was manually refolded/rewrapped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).